Event description:
It was reported that the patient's device was toning. The patient went to the hospital and the device was interrogated. The right ventricular (rv) lead had cross chamber oversensing and it was discovered that both the device and lead were dislodged due to twiddler's syndrome. The patient left the hospital against medical advice. Within twenty-four hours, the patient received inappropriate shocks. The patient went back to the hospital, and the device was reprogrammed. The lead was supposed to be re positioned, however the patient left again before scheduling the surgery. Both the device and lead are still in use. No further patient complications have been reported as a result of this event.